Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after filling the reservoir and the air came into the reservoir when the patient attempted to remove the reservoir from the vial and turned the reservoir upside down. The customer 's blood glucose level was unknown at the time of incident. The customer reported that the insulin was wasted and the patient requested to replace out the reservoir. The customer stated that the air bubbles inside the reservoir was unable to pushed out. Product is not expected to return.